Manufacturer narrative:
On november 2, 2021, mentor received additional information indicating that during the revision surgery on (B)(6) 2021, the patient was also diagnosed with capsular contracture on their left breast (baker grade unspecified), post-procedure. In addition, the patient underwent right breast capsulectomy and left breast dermal capsulorrhaphy. The implants were also replaced with the following devices: (right) 285cc mentor memorygel breast implant catalog: shpx285 lot: 9586141 sn: (B)(6) and (left) 285cc mentor memorygel breast implant catalog: shpx285 lot: 9586141 sn: (B)(6). Capsular contracture on the left breast will be reported under mrn: 1645337-2021-13011 this medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 15, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 250ccc breast implant was found to be ruptured and received in two parts. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 1, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 250cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade unknown) and right breast implant rupture, post-procedure. The patient was in a car accident prior to the rupture. The rupture was diagnosed via CT scan. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.